Event description:
Procedure type: low anterior resection. Pt gender: unk. According to the reporter: after firing, the anvil did not tilt. The bowel was resected, and a new instrument was used to complete the procedure. No bleeding was reported and the pt is in well current condition.

Manufacturer narrative:
Initial report sent: 11/24/08.